Manufacturer narrative:
This report is a duplicate submission. Please see MFR# 0003015876-2020-00966 for the investigation.

Event description:
Physio-control found the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.

Manufacturer narrative:
Physio-control evaluated the customers device and verified the reported issue. Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
Physio-control found the device was showing all three icons (attention, charge-pak and service wrench). With all three icons illuminated, the device may not have sufficient power available to deliver effective defibrillation therapy to a patient, if it was needed. There was no patient use reported with the event.